Event description:
Caller reported that the continuous glucose monitor (cgm) was greyed out and no alerts or errors were being received. There was no adverse impact to the customer's blood glucose level. Technical support attempted a reset, but the issue persisted, leading to the decision to replace the pump with a warranty-covered unit featuring updated software. The caller was advised to switch to multiple daily injections (mdi) as a backup therapy, put the current pump into storage mode, and return it to tandem using the provided pre-paid label. A replacement pump was sent, and the caller was instructed on the steps to follow upon its arrival.